Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that some kind of residue or material was found on the inside of the bd¿ 30ml slip tip syringe. The syringe was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Without a sample, an absolute root cause for this incident cannot be determined.